Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system with prime rewind anomaly. The patient¿s blood glucose level was unknown at the time of the incident. The drive support cap appears normal. The customer also stated that, the belt clip was broken and insulin pump had crack from the display window and to the b button. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to faulty force sensor resistor (gold). Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify compromised force sensor system alarm due to motor error alarm. However, device passed rewind test and displacement test. No rewind anomaly noted. Device had cracked lcd window. Motor passed motor test.